Event description:
It was reported that during the unknown procedure, after firing stapler no usual crunch sound. What dr heard is subdued click sound after firing stapler. Upon removal surgeon finds it difficult to pull out device from the anal canal thus there's lot of bleeding. Consequences, surgeon had to cut the stapler line and stitch. The product is being returned.